Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. When the mechanical assembly was removed, it was found to be from device serial number (B)(4). Review of the device history records for both devices, shows the mechanical sub-assembly belongs to device serial number (B)(4). This is an indication that the mechanical assembly was not original to the deice and was installed outside the factory, an operation that is not permitted. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device could not be repaired and has been removed from service. See scanned page.

Event description:
During baxter's evaluation of spectrum pump serial number (B)(4), evidence of tampering/unauthorized service was found. The mechanical sub-assembly was identified to be originally installed in spectrum pump serial number (B)(4). It is unk if there was pt involvement with the device after the unauthorized service was performed.